Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Grater head broke.

Manufacturer narrative:
Examination is not possible because the instrument was not returned. A complaint database search finds no other reports of any kind against the provided product / lot combination. Per the provided lot code the instrument was released for distribution in november 2015. The investigation is unable to draw any conclusions with the information available. Based on the investigation a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.